Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. Per the manufacturer's clinical specialist, the perfusionist noticed that the tubing was partially occluded in the occluder even though it was set at full open. He did not realize that this was normal, meaning that the tubing was slightly occluded even at full open in order to hold the tubing in place. The perfusionist decided to remove the tubing from the occluder head and felt that venous drainage improved which was communicated to the surgeon who then believed something was wrong with occluder. The clinical specialist re-explained the safety connections to the perfusion team as well as reviewed the operation, calibration, and use of the occluder. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received that the issue happened during setup. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The manufacturer's clinical specialist visited on-site to address the perfusionist was having with the occluder. It was found during this time that the issue was use related and no service was required by the field service representative (fsr).

Event description:
It was reported that the occluder was not calibrating. No other details regarding the nature of this event were provided.